Event description:
It was reported that another leaking of PICC. It has been in situ about 3 weeks and was due for a third round of chemotherapy today which unfortunately can not occur. It seems to be the identical issue. On flushing there was a leak about 4 cm from the insertion site. The PICC was removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use reside on the returned sample. Kinks were observed in the catheter approximately 4.1 cm, 6.7 cm, and 15.1 cm distal to the molded joint. A microscopic observation revealed two partial circumferential splits at the location of two of the kinks in the catheter. The edges of the splits were observed to be rough with granular surface textures. Whitening of the catheter material was observed at the corners of the splits as well as along the crease of the kinks in the catheter at the location of the splits. The surface of the catheter material was observed to be less lustrous leading up to the edges of the larger split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that another leaking of PICC. It has been in situ about 3 weeks and was due for a third round of chemotherapy today which unfortunately can not occur. It seems to be the identical issue. On flushing there was a leak about 4 cm from the insertion site. The PICC was removed.